Event description:
It ws reported that the device was used during a laparoscopic appendectomy. It was reported by the rep that the atb35 stapler was introduced into pt and the stapler jaws would not open. It appeared that the anvil was knocked loose. The procedure was completed by opening a new atb35. There was no consequence to the pt.